Event description:
It was reported to philips that the device's etco2 module is faulty and it keeps resetting itself due to an intermittent power failure. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.